Event description:
The patient was admitted on (B)(6) 2023 and remained connected to battery power. The exchange was planned but the patient was transplanted on (B)(6) 2023 before the pump was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Although the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not confirm a specific cause for these findings, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from day 1649 through day 1657. Low speed events resulting in a pump stop were captured on day 1657 while the patient was connected to the power module. No other notable events or alarms were observed. (B)(6) was returned assembled with the driveline severed approximately 3.5¿ from the pump housing. A distal portion of the driveline was returned measuring approximately 31.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft and bend relief had been severed near their hardware. The remainder of the graft and bend relief material was not returned. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the wires revealed no obvious signs of damage to the wire insulations or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B and the heartmate ii patient handbook rev. D are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were multiple pump stops recorded in the log files. The log file recorded a speed reduction below the set low speed limit. Possible causes for the event could have been a short to shield or something passing through the pump. There were power elevations during the pump speed drops. The patient was connected to the power module. This event could have been linked to a potential issue with the percutaneous lead. The possible cause of short to shield or something passing through the pump was examined. Due to no change in lactate dehydrogenase (ldh), it was determined to be driveline damage. There was a plan to exchange the pump.